Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after the device's cuff was intubated and an air leakage often occurred. Replaced with a second device however, the cuff was easy to deflate. Patient to be intubated twice, increased the hospitalization cost of the patient, and affected the treatment effect of the patient.